Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection by the naked eye, it was noticed that the light blue main body was cracked and discolored. It was also noticed that the occluder foot was broken. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and integrity of seal testing. Leak and clamp function testing did not pass due to the broken occluder foot. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error as it was found that the patient was using a hydro alcoholic solution to clean their hands before connecting. The directions for use of the product state the following warning: ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear blue part of the twist clamp of a minicap transfer set was deteriorated with visible cracks. There was no patient injury or medical intervention associated with this event. No additional information is available.